Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had defective baird urinary catheters. The 2 sides of the drain bag were fused together at the drainage port. When they attempt to separate them so that urine can be drained, that created a hole in the drainage bag. That had happened with several of the same product.